Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, a revision surgery was planned to be performed on (B)(6) 2026 using the blueprint planning feature. No further information was provided.